Manufacturer narrative:
(B)(4). The implantable neurostimulator and extension have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt's implantable neurostimulator (ins) was explanted due to normal battery depletion. During explant, the health care professional noticed that the extension plug was fractured. The ins and extension were explanted and replaced. The pt was not injured and recovered without sequela. A f/u report will be sent if additional info becomes available.